Event description:
It was reported that the brakes are difficult to engage/disengage, and the steer mechanism is difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.